Event description:
The customer reported that the device received a 210.5020 error. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted unit confirmed through error log with error code 210.5020. Unit logic board was replaced to address the error code. During the logic board replacement it was found that the cable connecting front display to logic board was damaged. The bezel of the unit was replaced. Pm tests performed and all tests passed. A review of the device history record for sn: (B)(6) was performed from date of manufacture 10/17/2011 to present date 01/07/2021 and note that this device has been returned for service multiple times without correlation to the customer reported issue or service repair. Also, there were two production failures q6200138326 for test failure - pressure test/ out of range & q6200138416 for test failure - rate/volume accuracy/ out of calibration, which does not correlate to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to manufacturing issue of the logic board - communication failure (error code 210.5020). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device received a 210.5020 error. There was no patient involvement.